Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3014334038-2021-00212. A physician reported a patient had a blockage requiring revision surgery. The bactiseal ventricular catheter and the codman precision valve with siphonguard have been implanted via vp shunt for 7 weeks in a patient who¿s been treated for a tumor. The patient has not been active and he presented with a fluid collection and symptoms of high intracranial pressure. A revision surgery was performed and it was found that the valve is almost completely sheared in half. It was sitting on the top of his head, not in a mobile area.

Manufacturer narrative:
825463 in line precision valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.